Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the tracheostomy tube had a leak and a hole, found during a cuff check. There were no patient injuries or interventions required.